Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of recw2184 showed five other similar product complaint(s) from this lot number.

Event description:
It was reported the PICC was removed from patient on the (B)(6) 2019 as there was leakage at the insertion site. It was stated on removal they discovered a fracture at 5cms internally.

Event description:
It was reported the PICC was removed from patient on the (B)(6) 2019 as there was leakage at the insertion site. It was stated on removal they discovered a fracture at 5cms internally.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed and was determined to be use related. One 4 fr single lumen powerpicc solo was returned for evaluation. An initial visual observation showed use residue throughout the returned samples. A circumferential split was observed in the catheter between the 5 cm and 6 cm depth markers. The catheter was observed to be somewhat flattened between the 1 cm and 4 cm depth markers and an indentation was observed in the catheter between the 4 cm and 5 cm depth markers. A microscopic observation revealed the split had uneven edges with a mostly smooth and granular surface texture. Whitening of the catheter material was observed at the corners of the split, and the surface of the catheter material was observed to be less lustrous near the split. Wrinkling of the surface of the catheter was also observed near the edges of the split. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. As a note, the product IFU states: ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ a lot history review (lhr) of recw2184 showed five other similar product complaint(s) from this lot number.